Manufacturer narrative:
Additional information allowed to identify the device reference and lot number . However the prothesis was not returned to manufacturer. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Attempt were made to collect additional data about this event , however the reporter who covered this case left the company. Based on the product history records, the review of the case, the recurrence of this type of event for this implant and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. Based on the reporter description , surgeon may have encountered resistance during implant insertion which refer to a poor preparation of disc space or lack of distraction as described in the surgical technique. However regarding the lack of information , this assumption cannot be validated. The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs. Root cause: undetermined with user error hypothesis. If additional information was received that add a value on this case , another report will be sent

Event description:
Mobi-c p&f us : disassembly according to the complaint report description , surgeon removed disc, trailed to size, then proceeded to implant. Upon implanting, bottom endplate of mobi-c disengaged from peek. Surgeon then had to remove implant. No complication for patient. Surgery completed with another device. Update on (B)(6) 2017 : disc space was well distracted from the reporter understanding and no other tissue was in the way. Surgeon encountered resistance implanting first implant and once they viewed on x-ray that the implant had come apart they opened another and had no issue. The reporter does not know if prosthesis was angled, or rotational move was applied. X-ray was provided. Update on (B)(6) 2017 : sales order has been provided which allow the identification the related device there was 10 min of delay on surgery corresponding to the time needed to get a new implant and to load it. No patient impact .

Manufacturer narrative:
Device not received yet.

Event description:
Mobi-c p&f us : disassembly. Upon implanting the device, bottom endplate of mobi-c disengaged from peek. Surgeon then had to remove implant. No complication for patient. Surgery completed with another device. From description received, disc space was destracted but surgeon encountered resistance while inserting. Product will be evaluated when received. Reference & lot number of the device were requested.